Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had not been functioning for 48 hours. It was unclear whether the pump had alarmed, as they had mentioned having hearing issues and was unsure if the alarm had sounded or if they had failed to set the pump during the last change two days prior. They had confirmed that they had been without the medication for 48 hours. On the first day without the drug, they had felt very tired. By the second day, they had experienced leg pain. Additionally, they had mentioned suffering from headaches and having ulcerative colitis. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.